Event description:
It was reported the proximal PICC lumen "popped off" after it was placed 6 days prior. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Concomitant medical products: aine, cefepine every 8 hours, lasix, keppra, phenobarbital, vancomycin, zosyn, lorazepam, magnesium, zofran, potassium, precedex, fentanyl, levophed. (B)(4).

Manufacturer narrative:
Continuation of d11: aine, cefepine every 8 hours, lasix, keppra, phenobarbital, vancomycin, zosyn, lorazepam, magnesium, zofran, potassium, precedex, fentanyl, levophed. Qn#(B)(4). The customer returned one 2-l PICC for investigation. Signs of use were observed on the catheter and extension lines. The catheter appeared intentionally severed. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated proximal luer hub. The separation point on the extension lines were rough and jagged. The total length of the catheter body measured to be 12 3/4" which is not within the specification of 21 1/2"-23" per product drawing. This indicates that at least 8 3/4" of the catheter were severed and not returned for analysis. The outer diameter of the proximal lumen measured to be 0.09528" which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the proximal lumen inside the luer hub measured to be 0.058" which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to side arm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap" the distal lumen was flushed using a water-filled lab inventory syringe. The lumen flushed as expected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. The following relevant findings were identified: for material mc-45552-002c, a non-conformance was initiated for 13c20f1602 in regards to a wire test fail. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the proximal luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the proximal PICC lumen "popped off" after it was placed 6 days prior. No patient harm was reported. The patient's condition is reported as fine.